Event description:
(B)(4).

Manufacturer narrative:
The prismaflex m100 sets were discarded and not available for inspection. The devices were used off label: instructions for use advises that the prismaflex m100 set should be restricted to pts with a body weight greater than 30kg. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unk.